Manufacturer narrative:
(B)(4). Product evaluation: failure analysis for fiber (B)(4): the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibited severe devitrification at the output window; the metal cap exhibits severe char; the distal end of the metal cap is bent; the distal end of the glass cap/fiber is detached and not returned. Based on the analysis results, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure, cap wear was accelerated limiting the performance of the fiber.

Event description:
It was reported that during a prostate procedure, @ 65518 joules, the fiber was noted to be twisting inside of the cap, the cap detached and was retrieved. Additional information indicated that the fiber became loose inside cap, nothing detached; metal is still attached to tip. The procedure was completed using a second fiber @ 94339 joules of use. It was also reported that error 171 occurred repeatedly throughout the procedure and that standby issues were noted while using each of the two fibers. "No patient injury" reported.